Event description:
It was reported that shaft break and removal difficulties occurred. The patient presented with peripheral vascular disease (pvd). The 99% stenosed target lesion was located in moderately tortuous and severely calcified bend of the anterior tibial artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation and inflation was performed. However, removal difficulties were encountered and the shaft of the balloon sheared off in two pieces over the wire. A snare was advanced then and the sheared portion was retrieved with no complications. The procedure was completed with different device. No patient complications were reported and the patient status was fine.

Event description:
It was reported that shaft break and removal difficulties occurred. The patient presented with peripheral vascular disease (pvd). The 99% stenosed target lesion was located in moderately tortuous and severely calcified bend of the anterior tibial artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation and inflation was performed. However, removal difficulties were encountered and the shaft of the balloon sheared off in two pieces over the wire. A snare was advanced then and the sheared portion was retrieved with no complications. The procedure was completed with different device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
The sterling sl was returned to boston scientific for analysis. The device was inspected for any damage or irregularities. The batch/lot number is a match to the complaint device. The catheter was measured at 56.8 cm long, the distal tip was missing and not returned. The balloon had a rupture of the balloon 60.4 mm from the distal end. A piece of what appears to be the inner tube was separated and measured 21.4 cm long. The complaint was confirmed.